Manufacturer narrative:
Evaluation summary: primary surgical notes, dated (B)(6) 2010, stated that the tha was for left hip arthritis. The final reductions revealed an excellent range of motion, stability and restoration of leg lengths. No complications had been noted. Revision surgical notes, dated (B)(6) 2014, stated the revision was for an open biopsy of acetabular lesion, mass in the left hip, and a failed left tha. Based on the provided information, although not proven, the most likely cause of the loosening of the acetabular shell is from the weakened pelvis structure and/or reaction to the debris in the system from the corrosion at the head and neck junction. However, a definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to loosening.